Manufacturer narrative:
Hamilton medical (B)(4) case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when the hospital staff turned on the mr1, the screen showed fan failure. He turned mr1 off and on and after a few minutes the fan failure disappeared and he continued to use mr1. No patient involvement.